Manufacturer narrative:
The suspect device was evaluated onsite at the user facility. The reported problem was confirmed and the cause isolated to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present when using olympus, model series 180 endoscopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same video system center. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was duplicated, and this was due to faulty printed circuit (dp) board (180 endoscope capture card) and faulty front panel board (configuration control). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.